Event description:
On (B)(6) 2017, the lay user/patient¿s mother (reporter) contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch verio iq meter read inaccurately high in comparison to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that they became aware of the meter issue late in the evening on (B)(6) 2017 (around midnight,) when they obtained alleged inaccurate high blood glucose results of ¿107 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter claimed that the patient manages her diabetes using insulin pump therapy, and in response to the alleged inaccurate high result the reporter had withheld her normal treatment, which would be food, drinks or glucagon. The reporter stated that prior to the patient obtaining the alleged inaccurate result the patient had developed symptoms of ¿convulsions, fixed stare, partial loss of consciousness¿. In response to the symptoms the emergency services were called. On arrival on (B)(6) 2017 at 00.10 am, a blood glucose result of ¿30 mg/dl¿ was obtained on the emergency services meter. The reporter stated that the patient was treated with ¿jam, chocolate, cube of sugar, bread and pasta¿. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.